Event description:
The facility reported a colleague triple channel pump that had a failure during a pt infusion. The pt was receiving levophed (concentration unknown) at 42 cc/hr on channel a. Channel b was infusing an unknown medication in piggyback mode at 200 cc/hr. Channel c was infusing an unknown IV fluid at 1200 cc/hr. The nurse reported hearing what she thought to be a keep vein open (kvo) alert coming from the room. At the same time, the pt's blood pressure monitor alarmed. The pt's blood pressure was 60/20. The nurse reportedly entered the pt's room and discovered the channel a failure. The nurse moved the levophed to channel c and reprogrammed the infusion rate. The facility reported the pt was without levophed for approx 3 minutes. The pt became short of breath and within 2 minutes developed seizure like activity and rolled back in bed. During this time, the pt arrested and resuscitative efforts were unsuccessful. The pt expired within 10 minutes after the pump failure occurred.